Event description:
It was reported that during a percutaneous coronary intervention procedure a vessel dissection occurred. The 80% stenosed lesion was located in the severely calcified and non-tortuous proximal left anterior descending artery. The 15mm x 2.50mm apex monorail balloon catheter was advanced to pre-dilate the lesion. The balloon was inflated once to between 14-16 atms and ruptured. It was noted that a 2mm dissection occurred in the left main. A stent was implanted over the dissection. A different balloon catheter was used and another stent was implanted in the lad lesion to complete the procedure. It was noted that the patient's pressures were high throughout the procedure and that the dissection did not impact the patient's pressures or other vital signs. No further patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was not returned, therefore, a technical analysis could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4)